Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the plastic chips off when changing the reservoir. The customer¿s blood glucose level was unknown. Customer reported that the insulin pump has slower rewind and the back light is dimmer. The customer reported that corner piece of the tubing itself breaks off while changing the tubing from the reservoir. The insulin pump will not be returned for analysis.